Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: I would like to inform you that the problem reported about ten days ago is repeated again, on the same batch but from another cardboard box. We have returned to the batch reported since tuesday, and there was another leak yesterday. I would like to point out that the leaks described since the beginning by the nurses were very significant, not a few drops on the glove, but a real flow of product on the gloves, the field and the equipment located below. We currently have 11 boxes left from batch 1907257 and these are cytotoxic drug leaks, i.e. Carcinogenic and mutagenic; moreover, we are regularly required to work in degraded mode on the bench, the risk of exposure to cytotoxic drugs being increased in the event of a leak.

Manufacturer narrative:
H.6 investigation summary :no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907257, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907257 were used for additional evaluation . The product was visually inspected, no defects or damage was noted, the stopper was properly assembled to the plunger, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: I would like to inform you that the problem reported about ten days ago is repeated again, on the same batch but from another cardboard box. We have returned to the batch reported since tuesday, and there was another leak yesterday. I would like to point out that the leaks described since the beginning by the nurses were very significant, not a few drops on the glove, but a real flow of product on the gloves, the field and the equipment located below. We currently have 11 boxes left from batch 1907257 and these are cytotoxic drug leaks, i.e. Carcinogenic and mutagenic; moreover, we are regularly required to work in degraded mode on the bench, the risk of exposure to cytotoxic drugs being increased in the event of a leak.